Event description:
A non-healthcare professional reported that unable to get rotation recommendation due to this intraocular lens was explanted in left eye of the patient during refractive surgery. Replaced with aspheric toric intraocular lens. There are multiple related reports for this facility. This report addresses the patient pb, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).